Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was countershocked approx. Three times, but his ECG deteriorated to asystole. Pacing electrodes were connected to the pt and external pacing initiated, however, according to the reporter, when the pt was moved a short distance the device alarmed "leads" and stopped pacing. Connections were checked but the device would not pace the pt. The pt's torso was described as extremely hairy and his skin described as diaphoretic. The reporter indicated possible operator error and that the operator probably should have clipped some hair and done a better job of prepping the pt's skin prior to placing the pacing electrodes. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.